Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the customer was able to withdraw over 100 units of insulin from the cartridge. Additionally, it was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm) occurred after the cartridge was filled with 400 units. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the event.